Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 186 mg/dl. The customer stated that she was unable to get to the main menu because the numbers kept scrolling. She noted that the insulin pump may have been exposed to sweat since it was hot and she was outside. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.